Event description:
A report was received that the patient's precision system was explanted due to an infection at the ipg pocket site. The patient had been hospitalized a week prior to the explant. The physician took cultures and the results were inconclusive. The physician prescribed the patient antibiotics for the infection. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for evaluation.